Manufacturer narrative:
The 12.5f hemo-cath was returned for evaluation. Visual inspection revealed no obvious defects. Functional testing was performed by clamping the distal end of the lumen with hemostats and flushing through each luer. When flushed through the venous luer the extension tubing was noted to balloon approximately 1 cm distal to the end of the luer sleeve. When flushed through the arterial luer no ballooning occurred but a leak was noted approximately 2 cm proximal to the hub. Under magnification it can be seen that the arterial tubing appears to have been pinched, possibly by the clamp, as there are two marks on opposite sides of the tubing. One of the pinch marks resulted in the afore mentioned leak. The other did not fully penetrate the tubing and did not leak. The device was further evaluated by medcomp engineering. There are no signs of a manufacturing defect in the extension tubing. It appears the ballooning was caused by flushing against resistance. Possible scenarios are flushing with the clamp closed or flushing against an occlusion. The device was disinfected by the distributor prior to forwarding to medcomp for evaluation. This disinfection process could dislodge any occlusion that may have existed at the time of incident. The contract manufacturer conducted a review of the manufacture records for the lot number engraved on the returned device. Their investigation revealed the device was manufactured and inspected according to specification with no non-conformances or abnormalities. The manufacture process includes a 100% leak test performed as a last step in the process. This test would have detected any leaks, holes, or weak spots if it had existed at the time of manufacture. The device was implanted and in use for more than 1 year 7 months with no reported issues. A definitive root cause cannot be determined but is not likely manufacturing related. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
We are currently waiting for the device to be returned for evaluation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Starting from (B)(6) 2025, during the pre-dialysis procedure, when pumping with a 10cc syringe, the extension tube began to inflate like a balloon. Both the arterial (a) and venous (v) sides each exhibited one area of inflation. The inflation occurs between the clamp section of the extension and the luer connector.